Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000ml eva tpn bag leaked from the spike port weld. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Inspection of the photograph showed that the product was leaking rom the spike port. The reported issue was verified based on inspection of the photograph. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.